Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -06.00/+2.0/071 (sphere/cylinder/axis), tore/broke during loading. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The patient is happy.